Event description:
Reporter stated that pt performed three blood glucose tests using the suspect device, within 10 minutes, and obtained results of 90 mg/dl, 500 mg/dl, and 200 mg/dl. Reporter noted that pt had been obtaining erratic results for several weeks, and had been adjusting medication based on device results. Reporter stated that pt had been hospitalized for 3 weeks due to a broken arm and shoulder, resulting from tripping over a power cord. Reporter noted that pt did not know if the event had anything to do with diabetic condition. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.